Event description:
It was reported that during use the tip came off. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear and a detached screen with discoloration/contamination and scuff/scratch marks on the spacer. The part of the detached screen was not returned with the device. The insulation on the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed on the remaining part of the electrode. The suction line was tested performed as intended. The complaint was verified, however the device creates plasma only on the remaining part of the electrode after bypassing the error e-7; factors of the damaged electrode could be caused when the suction line was not properly connected or the suction pressure at the customers facility may have not supplied enough pressure in order to excavate tissue, this will decrease the functionality of the wand. The instruction for use (IFU) contains warnings and precautionary statements regarding maintaining proper suction/saline flow. For the error e-7 the root cause could be determined if the rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation or disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment.